Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-09, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine 7000mcg/ml at 2200 mcg/day via an implantable pump for spinal pain. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient requested his pump be explanted because he felt he was not getting adequate relief. It was noted the patient had metastatic prostate cancer. The managing physician believed the patient was getting more relief than the patient realized/reported. The patient was described as non-compliant by both the pain management physician and the oncologist. He missed multiple appointments at each clinic, refused chemotherapy and demanded his port-a-cath be removed against recommendation. No diagnostics or troubleshooting was performed. On (B)(6) 2016, the pump and catheter were explanted and the issue was resolved. The patient's status was reported as alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.